Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a malfunction of the caregroup overview capability where the users were not able to see alarming on other bedsides no adverse event involving patient or user was reported.

Manufacturer narrative:
The issue is a philips installation issue when onsite setting up.